Event description:
During an in clinic follow up, the device was not able to be interrogated. The programmer crashed during interrogation and loss of telemetry occurred. After rebooting the programmer, the device was interrogated and found in back up vvi mode. Technical support was contacted, and the device was successfully restored to resolve this event. The patient was stable.